Manufacturer narrative:
(B)(4).

Event description:
It was reported that app crash alert occurred. It was determined that the app crash alert was related to the mobile application. Data was provided for investigation. Confirmation of the allegation was confirmed via data. The root cause could not be determined. No injury or medical intervention was reported.